Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set cannula kinked event leading to hyperglycemia on 15-mar-2025. The infusion set was in use for two to three days. The insertion site was buttocks. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.